Manufacturer narrative:
A review of the complaint history for SN 15331372 was performed in Salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the Device History Record (DHR) for serial number 15331372, covering the manufacturing period beginning on 13-SEP-2018 to the present date, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue.The reported condition of 2F TCU E has a drawer failure was confirmed during FSE testing and subsequently confirmed in the DCHU inspection process. The device was initially evaluated by the BD FSE according to WO 01831898. It was found the drawer ribbon cable was moved, causing the drawer to fail. Found the drawer ribbon cable was shorting out in the electronic drawer where the cable comes up through the hole in the bottom of the drawer. Finally replaced the ribbon cable and made sure there was good clearance with the cable and the slot hole the cable came up through. Drawer tested okay in HTA and the application. During DCHU Visual Inspection P/N 120547-01: The part was received with marks on the cable. A close examination was performed, and thermal damage was detected as copper exposure which melted the cable shielding During DCHU Testing: P/N 120547-01: Testing was not required due to thermal damage as melted cable and exposed copper strands observed during the visual inspection. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). ROOT CAUSE: The root cause of the complaint was the damaged ASSY CBL PYXIBUS 6 DRAWER (PN 120547 01) with exposed copper strands that lead to the observed thermal damage, which compromised the drawers functionality.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES, the drawer failed.As per part investigation, it was determined that ASSY CBL PYXIBUS 6 DRAWER (B)(4) with exposed copper strands that lead to the observed thermal damage.There were no adverse events or injuries reported based on this event.